Event description:
The customer reported to baxter (B)(4) regarding the multilayer bag set in which the lipid and amino acid chambers activated prior to delivery. There was no patient involvement, no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer provided a photo of the sample for evaluation. The photo was visually inspected and the reported condition was confirmed. The photo revealed that the amino acid & lipid chamber were activated. The bags used for this product code are purchased from an internal supplier. Therefore, the root cause for the reported issue may be attributed to a supplier issue. The internal supplier has opened (B)(4) to investigate further burst/premature activation/leaks on such bags and the root cause investigation is in progress. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event.